Event description:
From staff: percutaneous endoscopic gastrostomy (peg) tube placed. Patient started experiencing abdominal discomfort so a CT scan without contrast was performed which showed a degree of free air which was felt to be due to placement of the peg tube. A rapid response was called. Patient was given oxygen via bag mask and atropine 0.5 mg IV x2 doses. A dopamine drip was quickly started. No pulse was palpable. Resuscitation efforts were discontinued. Patient was pronounced deceased.